Event description:
It was reported that a pta balloon ruptured during the first inflation while being used to treat an in-stent restenosis in a left cephalic vein av fistula. During withdrawal, the distal tip of the catheter and a portion of the pta balloon detached from the rest of the pta balloon dilatation catheter. The sheath was removed and a 10f introducer sheath was inserted. A snare was then advanced and the detached component was removed in its entirety. No further treatment was performed. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has been returned for eval. The investigation is currently underway.